Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed on the device and the transmitter failed. The customer complaint of permanent out of range was confirmed and the root cause was determined to be a defective transmitter.

Event description:
Nurse contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a permanent out of range signal. No additional patient or event information is available.